Manufacturer narrative:
Visual inspection of the returned instrument confirmed the reported event. The tip of the instrument is sheared off. Upon further investigation by the product development team, it was determined that the tip of the instruments were not manufactured properly. Recall 2242816-05/12/2014-001r was initiated.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported while inserting a screw, the distal tip of the inserter broke off and was not removed from the screw shaft, therefore it remains implanted in the patient.